Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the appearance of the staples that did not form correctly (irregular in shape, legs straight)? Unknown. Did the device fully cut? Yes. After review of the additional information there is no change to the file, analysis page created for photo review. This is also a picture from children¿s hospital internal risk management team. They took the stapler initially and looked at the device before they gave it to me. Not sure if it helps but wanted to pass along. They said multiple staples were lodged in the anvil part of the jaw. The analysis showed that the tsw35 device was received in good visual condition and with a tr35w cartridge reload present. The reload was received partially fired 3/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. Intra-operative photograph was received. Based on the photographic evidence, the belief is that the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge mismatch, a migrant staple picked up by the knife, or crossing of an existing staple line.

Event description:
It was reported that during a lung biopsy procedure, the surgeon fired initial reload that is included in the stapler and said not all staples formed correctly. They reloaded the device and used additional reloads to try and correct the first unsuccessful fire. The hospital risk management team evaluated the stapler and noted there were staples lodged in the anvil half of the jaws. Case completed with another device of the same product code. There were no patient consequences reported.